Event description:
A review of the flag files for a pt revealed several code 107's (abnormal shutdown). Zoll customer support contacted the patient and provided him with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (code 107- multiple abnormal shutdowns) was confirmed. Upon servicing investigation the monitor was resetting. Investigation revealed liquid contamination to the monitor's lcd screen. A root cause investigation for the resets is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.